Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined. Added-d6a/d6b.

Event description:
The user facility reported an impella cp was implanted in a 73-year-old female with heart failure. It was reported that the impella cp was inserted and then removed due to dislodgement. No harm reported. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted upon completion of the investigation.